Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm or no delivery alarm noted during testing. The motor passed motor test. The insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 446 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump passed displacement test and self test. The customer stated that the insulin pump dropped or bumped. The customer stated that the insulin did exit during plunger push. The customer stated that the insulin pump did not alarm no delivery during manual prime. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.